Event description:
It was reported that this pacemaker was an attempted implant. Upon interrogation, there was no telemetry. The pacemaker was exchanged, and the procedure was completed without complication. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry and was forwarded for more detailed analysis. A higher-than-normal current drain condition was detected. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker was an attempted implant. Upon interrogation, there was no telemetry. The pacemaker was exchanged, and the procedure was completed without complication. The device was received for analysis.